Manufacturer narrative:
(B)(4). Pt info: unk as info was not provided. Date of event is referred to as in or around 2012. Lot#: unk as info was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121629 or k121057. Device manufacture date: unknown as lot# is unknown. (B)(4). Summary of investigational findings: patients medical records are unknown and no imaging is provided. Therefore, no conclusion can be drawn based on the incomplete information provided on the significant physical personal injuries directly and proximately caused by the ivc filter, which patient allegedly suffered in or around 2012 after placement of a celect filter, because the filter became "imbedded, tilting, migrating, fracturing, perforating [pt], and/or otherwise becoming irretrievable." Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Under normal conditions, i.e. Ivc < 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. However, filter migration is a known risk in relation to filter implant reported in the published scientific literature. Manipulation in the area of the filter implant or a blood clot captured inside the filter may cause migration or contribute to changes in the filter configuration and placement. IFU, contraindications: megacava (diameter of the ivc > 30mm) filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature, filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. In or around 2012, [pt] suffered significant physical personal injuries directly and proximately caused by the aforementioned ivc filter becoming imbedded, tilting, migrating, fracturing, perforating [pt], causing blood clots, becoming occluded, failing to prevent a pulmonary embolism and/or otherwise becoming irretrievable or resulting in the need for a complicated retrieval procedure." Patient outcome: it is alleged that "as a direct and proximate result of these injuries, [pt] has incurred and will incur medical expenses in the future, has endured and will endure pain and suffering and loss of enjoyment of life, and [pt] has otherwise been damaged in a personal and pecuniary nature."

Event description:
(B)(6) 2015, per a report from computed tomography; ¿ivc filter is in place inferior to the takeoff of the renal veins. Of note, at a few of the prongs do appear extraluminal. There is no significant contrast appreciated within the ivc, iliac arteries both external and internal, or significant contrast within the proximal femoral veins bilaterally. There is surrounding edema and expansion of all these vessels suggestive of thrombosis. This also involves the right greater saphenous vein.¿ (B)(6) 2015, per a report from venogram; ¿pelvic venogram: extensive occlusive thrombus was initially appreciated in the bilateral common and left external iliac veins, extending into the ivc to the level of an indwelling infrarenal ivc filter. Thrombus is actually seen extending above the filter to the level of the retrieval hook. Post tpa administration and angiojet thrombectomy, only small amount of residual thrombus is demonstrated in the right common iliac vein. Significant residual thrombus is evidenced in the left common and external iliac veins. There appeared to be partial evacuation of thrombus in the ivc to the level of the filter. There did not appear to be significant central flow through the filter.¿ (B)(6) 2015, per a report from venogram; ¿thrombus previously demonstrated in the right common iliac vein has resolved over the interval. Although there has been partial clearing of thrombus beneath the indwelling ivc filter, moderate residual thrombus remains.¿ (B)(6) 2015, per a report from venogram; ¿impression: 1. Near-complete resolution of the caval thrombus post continued catheter directed tpa thrombolysis with only a small filling defect remaining below the indwelling ivc filter on the right. Brisk central angiographic flow through the inferior vena cava is now appreciated.¿ (B)(6) 2015, per a report from venogram; ¿no contrast is seen within the iliac veins or infrarenal ivc. The ivc superior to the indwelling filter opacifies normally, as do the bilateral renal veins.¿ (B)(6) 2015, per a report from venogram; ¿impression: 1. Significant decrease in of clot burden in the ivc. Small residual thrombus remains below and alongside the indwelling ivc filter. This appears to cause some degree of flow limitation.¿ (B)(6) 2015, per a report from venogram; ¿impression: 1. Near-complete resolution of thrombus demonstrated in the inferior vena cava. Minimal residual thrombus was demonstrated just below the ivc filter, partially removed with suction thrombectomy. At the conclusion of the procedure, there is brisk angiographic flow through the cava.¿ (B)(6) 2019, per a report from computed tomography; ¿note made of an ivc filter within the immediate infrarenal ivc. There is no evidence for strut fracture. A total of 4 of the ivc filter struts extend through the ivc wall along the posterior margin as well as the right lateral margin. These extend into the retroperitoneal fat for a distance of up to 10mm. There is no evidence for adjacent organ perforation. No sign of hemorrhage or mass effect.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: caval thrombus. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Catalog number and lot number are unknown. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). 510(k) could be any of the following: k073374. Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, embedded, tilt, migration, fracture, perforation, blood clots, ivc occluded, pe, unable to retrieve, pain'.cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Unknown if the reported pain is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Rpn and lot# are unknown, but the celect filter is manufactured and inspected according specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Patient [pt] allegedly received an implant on (B)(6) 2012 due to history of blood cloths. [Pt] is alleging tilt, vena cava perforation, and pain. Patient has to be on blood thinners all for life. Pt] also suffered significant physical personal injuries directly and proximately caused by the aforementioned ivc filter becoming imbedded, tilting, migrating, fracturing, perforating, causing blood clots, becoming occluded, failing to prevent a pulmonary embolism and/or otherwise becoming irretrievable or resulting in the need for a complicated retrieval procedure."

Manufacturer narrative:
(B)(4). Date of event is referred to as in or around 2012. Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121629 or k121057. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. In or around 2012, [pt] suffered significant physical personal injuries directly and proximately caused by the aforementioned ivc filter becoming imbedded, tilting, migrating, fracturing, perforating [pt], causing blood clots, becoming occluded, failing to prevent a pulmonary embolism and/or otherwise becoming irretrievable or resulting in the need for a complicated retrieval procedure." Patient outcome: it is alleged that "as a direct and proximate result of these injuries, [pt] has incurred and will incur medical expenses in the future, has endured and will endure pain and suffering and loss of enjoyment of life, and [pt] has otherwise been damaged in a personal and pecuniary nature."